Event description:
It was reported that the patient presented for a pacemaker explant procedure due to elective replacement indication. Prior to procedure, it was noted that the right atrial (ra) lead exhibited noise oversensing causing inappropriate mode switch. Programming changes were made. The patient was in stable condition and will continue to be monitored.